Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aortic dissection in zone 2. It was reported that the physician implanted the first stent graft just short of the dissection entry. The second graft was then implanted just below the left common carotid artery and sufficient overlap with the first graft was achieved. After final angio, a type ia endoleak was seen to flow into the false lumen. Additional touch up was performed, but a slight endoleak still remained. Coiling was also carried out for the left common carotid artery. No clinical sequelae were reported and the patient will be monitored. The physician commented that this result was expected.